Manufacturer narrative:
Date of event- first day of the month of the bsc aware date was used as event date not provided. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent struts were overlapping. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left anterior descending artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage. It was further reported that a 2.25x38mm synergy drug-eluting stent was used to complete the procedure.

Manufacturer narrative:
Date of event, describe event or problem, initial reporter title, initial reporter first name and initial reporter last name updated. B3: date of event- first day of the month of the bsc aware date was used as event date not provided. Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent struts were overlapping. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.